Event description:
Implant fracture.

Manufacturer narrative:
Implant fracture in combination with prosthetic component from 3rd party manufacturer (not from original system) dentist used prosthetic screw from a different system. The instruction for use states that only original prosthetic components shall be used to assure safe and reliable results.

Event description:
Implant fracture in combination with prosthetic component from 3rd party manufacturer (not from original system).